Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that there was no fail storage space icon on display, and the customer can access one pocket on main full height drawer 5, completed the transaction and closed the drawer but application said to close the drawer and was failed by the user. Then the fse opened the back panel door and found cardboard inventory that was coming from the matrix drawer below which was blocking the drawer sensors. So, the fse power off the device and removed cardboard, then rebooted station and ran test application. All tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer kept failing repeatedly. Recovery was required each time before medications could be accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.